Event description:
Medtronic received a report that a pipeline failed to open at the middle section. The patient was undergoing surgery for treatment of a saccular, unruptured flow-diverting stent implantation located on the cavernous segment of the left internal carotid artery for an aneurysm with a max diameter of 5.73mm and a 4.23mm neck diameter. The landing zone was 4.66m distally and 5.04mm proximally with a 4.13mm femoral artery access vessel. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered during the procedure, the pru level was 170 and the angiographic result post procedure was normal. It was reported that under guidance of a 0.14 neuro guidewire, a zenith vascular 6f115 intermediate catheter and a phenom 27 were advanced to the m2 segment of the middle cerebral artery. A ped-500-18 flow-diverting stent was delivered through the phenom 27 and advanced further, positioning the tip end of the stent at the straight segment of m1. While stabilizing the delivery wire, the phenom 27 was retracted to deploy the tip end of the stent. Approximately 5 mm of the stent was deployed, and the stent opened smoothly. The stent was withdrawn as a whole to the distal anchoring position of the internal carotid artery, and deployment was continued with increased tension. At this point, the mid-portion of the stent did not open adequately. The stent was fully retrieved and redeployed, but the issue persisted. Further adjustments were made by alternating increased and decreased tension, yet the mid-portion of the stent still failed to open properly and could not fully appose the vessel wall. The stent was therefore completely retrieved into the phenom 27 catheter. The catheter was flushed and all devices were prepared as indicated in the IFU. No patient complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the pipeline had not been placed in a vessel bend when it failed to open and there were no additional steps or other devices attempted to open the pipeline. The cause of the failure to open was not determined.